Event description:
It was reported to boston scientific corp that a hydrothermablator procedure set was used during a endometrial ablation procedure. During the preparation phase of the procedure, it was found that the system halts at the initial screen, while not presenting any error messages. The system was rebooted multiple times but failed to operate. Reportedly there were no patient complications due to this event. The patient has been rescheduled for the procedure.

Manufacturer narrative:
A review of the batch history, historical trending, and similar complaint trending review for the product family ill be conducted. If there any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).